Manufacturer narrative:
Product analysis: visual review confirms rod breakage. Some fracture surface damage and smearing noted. Visual and optical exa mination did not identify a pre-existing surface defect immediately adjacent to the area of fracture surface examination identified that could contribute to crack propagation of fracture. Deformation at multiple locations along the length of rods due to apparent rod contouring to match lordotic curve. Microscopic examination of the fracture surface identified progressive striations or beach marks emanating through the cross section of the rods until subsequent mechanical failure. Dimensional inspection confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants. The above observations are consistent with failure due to cyclic fatigue.

Event description:
As an additional information, it was reported that the patient achieved solid fusion.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an unspecified spinal surgery. Post-operative, on an unknown date, the implanted rod was found broken. On an unknown date, the patient underwent revision surgery in which the broken rod was explanted. No fragment of the rod remained inside the patient. Patient complications were reported as unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.